Manufacturer narrative:
Manufacturer did not receive form 3500a from user. Manufacturer completed sections a, b, d, e, g, and h. No further information has been provided to the manufacturer. The manufacturer's investigation of the reported event is currently ongoing and any further information received pertaining to this reported event will be submitted in a supplemental report.

Event description:
According to a report from the user facility, there have been complications following the use of bioglue for dural closure following craniotomy in an unknown number of patients. The patients reportedly developed infections, and required intervention to resolve.